Event description:
It was reported that the insulin pump automatically turned off after inserting a new battery and the customer received a failed battery test. Customer stated that their blood glucose readings went over 300 mg/dl after lunch and the customer was vomiting. Customer has treated with a shot of insulin. Customer also mentioned that the buttons on the insulin pump were unresponsive. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a failed battery test after a battery change due to a corroded battery tube. No blank display was noted. All of the buttons functioned properly and no moisture damage was noted on the keypad traces. The keypad connector was properly locked. The insulin pump had a broken reservoir tube lip, cracked reservoir tube window and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.